Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard magnum biopsy needle was returned for evaluation. Upon visual evaluation, the device appeared to have residue throughout and the device was received with the sample notch exposed. The stylet hub was noted to be broken with the detached pieces were returned. It was noted that the stylet hub was from cavity 10 and the cannula hub was from cavity 11. Further, functional testing was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported break issue as the stylet hub was noted to be broken in the returned magnum biopsy needle. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, d4 (expiry date: 07/2024), g3 h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure through normal density tissue, the needle of the device allegedly broken while firing. No coaxial was used. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure through normal density, the needle of the device allegedly broken while firing. No coaxial was used. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 07/2024), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported, that during a biopsy procedure through normal density, the needle of the device was allegedly broken while firing. No coaxial was used. There was no reported patient injury.